Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and six months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had history of poor medication and diet compliance. The inr had been labile rarely within the range of 2-3. It was reported that the inr was either subtherapeutic or supratherapuetic. The coumadin was changed to eliquis. On (B)(6) 2017 the patient had worsening altered mental status changes, slow to respond and incontinence. A head CT scan showed acute left basal ganglia infarction. The patient was placed on heparin drip. The patient expired on (B)(6) 2017 due to cardiopulmonary arrest secondary to hemorrhagic stroke.

Manufacturer narrative:
It was reported on the initial medwatch that the device was explanted on (B)(6) 2017; however, there was no autopsy performed and the patient was cremated. No product was to be returned to the manufacturer for analysis. No further information is available. The manufacturer has closed its file on this event.

Event description:
Additional information: the device would not be returned to the manufacturer. There was no autopsy and the patient was cremated.

Manufacturer narrative:
A direct correlation between the report of stroke and the device could not be determined through this evaluation. The instructions for use list stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.